Event description:
Customer reported that the pump recommended .5 units of insulin while attempting to bolus. Customer believed bolus amount should have been closer to 2 units. During troubleshooting with tandem customer technical support (cts), customer verified carb ratio was 1 u:60 carbs in pump settings. Cts confirmed that .5 units was the correct carb ration. Customer reported that she uses this setting only when feeling ill. Customer stated that she did not realize that the carb ratio was 1 u:60 carbs and changed the carb ratio back to 1:13. Customer reported experiencing high blood glucose (bg) levels but believed high bg was due to bronchitis and stress. Customer delivered a bolus and declined any further assistance.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.